Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report 3004209178-2014-90391 for reservoir.

Event description:
Customer reported that she received a low reservoir alert and was changing the reservoir and insulin leaked into the reservoir compartment. Customer stated the insulin leaked out of the second ring of the reservoir into the reservoir compartment. Customer stated the insulin pump was exposed to fluid in the past but no moisture was visible. Customer stated she has not noticed alarms since the incident. Alarm history checked and no button error alarm or other error alarms noted. Insulin pump passed the self test. Customer was assisted on changing the infusion set and reservoir. Blood glucose 389 mg/dl. Nothing further reported.